Event description:
Medtronic received information that the patient implanted with this annuloplasty device developed heart block in the early post-operative follow-up. A little over a month after implant, the patient was hospitalized due to bradycardia. Another month after that, the patient was re-evaluated again due to bradycardia. At that time, the decision was made to implant a pacemaker. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4): method - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. No product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for products released for distribution. No issues were identified that would have impacted this event.